Event description:
Aventis case ID: (B)(4). Initial report: this non-serious case from australia was reported by a consumer to our local affiliate (B)(4). Initial and additional info received on (B)(6)-2008 and (B)(4)-2008 respectively and were processed together. This case involves a (B)(6) female who received taking poly-l-lactic acid (sculptra), indication, dosage, therapy dates not specified. Relevant medical history and concomitant medications were not reported. On an unspecified date, the pt experienced complications (nos). No other details were provided. This is two out of two cases from reporter of case (B)(4). Please see add'l case reported: (B)(4).